Event description:
The customer reported that information created on one image appeared on a different image for the same patient. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.